Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2012-13087. It was reported during the lead removal at the end of the patient's trial period, the physician noted signs of infection at the lead insertion site. The patient was placed on oral antibiotics. Follow-up indicated the patient's infection had resolved itself after taking the antibiotics. There were two leads from different lot numbers, submitting report for both.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.